Manufacturer narrative:
Approximate age of device: 3 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages and low speed operation events occurred. The submitted log file was reviewed by the manufacturer¿s technical service representative and confirmed pump stoppages . X-rays were remarkable for an area of potential damage on the external portion of the percutaneous lead (driveline) on (B)(6) 2018 the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. Additional pump stoppages occurred post-driveline replacement, and were confirmed via log file analysis by the manufacturer¿s technical services. An ungrounded power module patient cable was provided to the patient. The patient was asymptomatic.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log files. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 16¿ of the external portion/distal end of the driveline was returned for evaluation. Rescue tape was observed 1¿ through 3.5¿ from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 2.5¿ from the metal connector. The clear bionate layer appeared unremarkable. Shield breakdown was observed throughout the driveline. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.